Event description:
A malfunction was reported on the pump by the caller. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. As a resolution, technical support decided to replace the pump once the customer contacts them again. The customer reported they would contact their healthcare provider regarding an alternate form of insulin therapy.